Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2020), (manufacturing date: 05/2018). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, non flow-limiting vessel dissection was identified after two inflations in the right superficial femoral artery and the patient was hospitalized. Reportedly, pta, drug coated balloon pta, bare metal stenting and mechanical thrombectomy were performed and the event was considered to be resolved. The patient was discharged one day post admission.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 03/2020), g4, h6 (patient). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, non flow-limiting vessel dissection was identified after two inflations in the right superficial femoral artery and the patient was hospitalized. Reportedly, pta, drug coated balloon pta, bare metal stenting and mechanical thrombectomy were performed and the event was considered to be resolved. The patient was discharged one day post admission. New information: approximately one year post index procedure, the target lesion was experiencing 100% stenosis and re-intervention was performed. Drug coated balloon, cto, and an athrectomy were used as treatment with a successful result. The current status of the patient is unknown.